Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported by the affiliate that the lcsc6 scissors were difficult to close the jaws, so surgeon changed to another device was used to complete the case. There was no consequence to the pt.